Manufacturer narrative:
The investigation of pump did not start has been completed. No product was returned for analysis. The data logs show impella stopped alarm electrical alarm. There were no clinical details related to excessive force. The root cause of the pump did not start was most likely due to an electrical open as evidenced from data logs but the reason for electrical open could not be determined as no pump was returned. E4 should have been left blank on the initial manufacturer device report number 1220648-2025-26815 as it is unknown if the initial reporter also sent the report to the food and drug administration. G1 reporting contact facility name was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26815. G1 reporting contact fax number was inadvertently omitted on the initial manufacturer device report number 1220648-2025-26815.

Manufacturer narrative:
D.9 date device returned/information was added. The investigation have been updated as the device was returned for evaluation. The returned pump was inspected and there were no visual abnormalities. The electrical readings were within specification and there were no issues. The pump was able to run in the lab without issues. The data logs showed the impella stopped electrical alarm. There were no clinical details related to excessive force. The root cause of the pump did not start was not determined as the issue did not reproduce in the lab and no pump abnormalities were observed and limited information related to the failure was provided e.1 added us phone number as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26815.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed. The instructions for use for the impella cp with smartassist for use during cardiogenic shock and high risk cpi section: entering cardiac output ¿maintaining act at or above 250 seconds will help prevent a thrombus from entering the catheter and causing a sudden stop on startup.¿

Event description:
The user facility reported a 66 year old male patient with a cp for support of acute myocardial infarction. After placement of the pump, the pump failed to start and was removed and replaced. New pump successfully placed and patient survived without harm or injury.